Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during a planned diagnosis procedure and the procedure was completed moving the patient to another room. The philips field service engineer (fse) inspected the system onsite and confirmed that there was no x-ray, the customer booted the system and they could cine for a short time but then the system had a shut down. Review of the log file showed the os (operating system) disk was full. The fse reloaded the x-ray pc software and restored the backup. After the repair, the issue got resolved and the system returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported that x-ray was not possible. The system was in clinical use at the time of the reported event. No patient harm has been reported. A philips field service engineer (fse) inspected the system onsite and re-installed the x-ray pc software and restored the backup which returned the device to expected functionality.